Manufacturer narrative:
Device received with blank display due to faulty battery board noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 262 mg/dl at the time of incident. The customer stated that the old insulin pump had unexpected restart and a cold reset was performed. Customer's outcome pertaining to the complaint. The insulin pump will be returned for analysis.